Event description:
Customer reported "when the pt became disconnected from the ventilator, the ventilator did not alarm for the low pressure condition". The factory svc technician evaluated the ventilator during "incoming" and "cnd" procedures and no problem was found, although the alarm assembly was replaced as a precautionary measure. The ventilator passed final svc testing. No further eval of this issue is required.